Event description:
The pt received the scs lead on (B)(6) 2011. It was reported that the pt had headache after the implant procedure. The issue was resolved after few days. The device was explanted on (B)(6) 2011. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.